Event description:
Revised for osteolysis. Locking ring came out in two pieces, unknown if broken prior to poly removal or during removal of poly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.